Manufacturer narrative:
The initial report stated, "the questionable result was reported outside of the laboratory." Clarification was received that "the questionable result was not reported outside of the laboratory." The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient sample with a cobas e 801 analytical unit. The initial result was <3.00 ng/l with a data flag. The repeated result was 54.7 ng/l. This result was reported outside of the laboratory and questioned by the doctor. The second repeated result was <3.00 ng/l with a data flag. The reagent lot number was 53095101. The expiration date was requested but not provided.